Manufacturer narrative:
Medical device catalog #: corrected to 367954.

Event description:
It was reported that bd vacutainer sst ii advance plus blood collection tube contained gel globules and caused a clog or a block in an instrument probe. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tube contained gel globules and caused a clog or a block in an instrument probe. No serious injury or medical intervention was reported.

Manufacturer narrative:
Correction: describe event or problem: it was reported that 100 bd vacutainer® sst¿ ii advance plus blood collection tubes contained gel globules and caused a clog or a block in an instrument probe. No serious injury or medical intervention was reported. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to oil gel globules as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retained samples, the customer¿s indicated failure mode for oil gel globules with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retained product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 100 bd vacutainer® sst¿ ii advance plus blood collection tubes contained gel globules and caused a clog or a block in an instrument probe. No serious injury or medical intervention was reported.